Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 300 mg/dl and low blood glucose levels. The customer was treated high with the bolus wizard. The customer had not reported symptoms. Customer¿s high blood glucose level was 300 mg/dl. The customer had additionally reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 300 mg/dl and the sensor glucose was 176mg/dl at the time of the incident. The customer¿s had also reported that the blood glucose value was 145 mg/dl and the sensor glucose was 150mg/dl. Sg and bg difference is not within acceptable range. Troubleshoot was performed and the customer stated that insulin delivery was suspended due to sg values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.